Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that she needed to have her pain system reprogrammed because she had a loss of therapy and a return of symptoms. The patient fell down about 15 stairs head over heels and got a concussion from the fall that she was still dealing with. The stimulation was no longer covering her pain and the patient was not aware that the fall could be tied to the change in therapy. The patient fell and then noticed the stimulation was no longer covering the pain. The change in therapy or symptoms was considered sudden. The indications for use were non-malignant pain and post laminectomy pain. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that she had a loss of therapy. The patient had seen their healthcare provider and was not getting relief on the lower leg.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015 crts (B)(4), the consumer reported that she needed to have her pain system reprogrammed because she had a loss of therapy and a return of symptoms. The patient fell down about 15 stairs head over heels and got a concussion from the fall that she was still dealing with. The stimulation was no longer covering her pain and the patient was not aware that the fall could be tied to the change in therapy. The patient fell and then noticed the stimulation was no longer covering the pain. The change in therapy or symptoms was considered sudden. The indications for use were non-malignant pain and post laminectomy pain. If additional information is received a follow-up report will be sent. On (B)(6) 2015 crts (B)(4): additional information noted that the patient had a loss of therapy in their left leg/calf and after checking with their programmer it indicated that the stimulation was on. The patient uses the stimulator for her left leg, and it was not working like it should for the underside of her left calf for about 6 or 7 months.